Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Device was received with the soft cannula not visible in the needle port. Investigation showed that the soft cannula was torn, however, this did not impact the ability of the device to deploy.. No other issues were found that could cause the device not to deploy. It could not be determined when the device deployed and the cause of the reported event could not be determined.